Manufacturer narrative:
(B)(4). Angina, cardiac arrest, death, thrombosis, vasoconstriction, and hospitalization are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The rx promus (part 1009541-18b-lot 9120142) is being filed under another MFR number.

Event description:
It was reported that the patient was diagnosed with unstable angina, and on (B)(6) 2010, two promus stents were successfully implanted. After the deployment, the blood flow was good. On (B)(6) 2010, the patient experienced chest pain and cold sweat at home and was eventually taken to the hospital by ambulance. When the ambulance arrived at the hospital, the patient was in cardiopulmonary arrest, subacute thrombosis was reported and the patient expired. It was also reported that 75 mg of plavix was prescribed by the physician; however, it was recorded as 25 mg in the electronic chart. Therefore, there is possibility that there was a prescription error by the physician and it may have caused the patient's chest pain, death and even spasm. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.